Event description:
It was reported that there was a higher than expected co value on a cardiogenic shock patient.

Manufacturer narrative:
This follow up submission is being provided to communicate the results of the device history record review which were not available/provided at the time of the initial submission. Review of the device history record supports that there were no non-conformances which could be related to the subject issue. No ncr's were reported. The date of manufacture is (B)(4) 2005. There is no expiration date for this product.